Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received failure saving special value for normal mode done to flash replace battery if low. The customer¿s blood glucose level was unknown. Troubleshooting was not performed for insulin pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected hardware low-level failures. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low-level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly.